Event description:
The account alleged the bed lowered like it was stuck in reverse trendelenburg. The account was able to raise the bed and even it out but when they let go of the switch it went back into reverse trendelenburg position. No pt impact.

Manufacturer narrative:
The account stated that there is nothing wrong with the bed. The account stated they were not operating the trendelenburg/reverse trendelenburg function correctly.